Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's fluid collection contained over 30 percent necrotic material. According to the complainant, during the procedure, after deploying the first flange, necrotic debris in the fluid collection inhibited the physician's ability to visualize the stent. The device was removed from the patient with the stent still partially deployed on the delivery system. The patient was sent for a surgery consult to treat the pancreatic fluid collection. There were no patient complications reported as a result of this event. Note: the stent was intended to be placed to treat a cyst with over 30% necrotic material; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.